Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a pre-existing heart surgery incision and the lifevest caused the area to reopen. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a wound vac to aid healing of the incision. Follow up indicated that the wound improved.